Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
(B)(4). It was reported that the battery failed. Patient involvement is unknown.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection of the returned device confirmed that the tamper seal was intact, the battery was missing, there was a crack on the lower left front corner of the top case and a crack on the right plunger case upon receipt. Functional evaluation on the battery could not be performed as it was missing from the pump upon receipt. Error code for battery communication timeout was found in the device event history log. Results: no evaluation could be performed as the battery was missing upon receipt of the device. A battery was added to the device due to the battery was missing upon receipt. Preventive maintenance and all functional testing were performed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.